Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.9; date: (B)(6) 2011, inratio: 1.4, lab: 3.0, 2.4. Pt is on amiodarone; also has hypothyroidism. He was scheduled for a cardiac ablation last monday and the dr wanted his inr to be 3.0 for several weeks before the test. He had a 1.9 recently (date unk), so dr ordered a stat lab test. Inr came back as 3.0 and 2.4 in 2 separate lab tests. Pst went home and got 1.4 on his meter using fingerstick sample within about 40 min of venous draw.